Event description:
Consumer purchased the maximum clean twin pack toothbrush. She stated she opened a new twin pack and began to brush her teeth and began to gag. When she coughed, toothbrush bristles came out.